Manufacturer narrative:
A series of photos were shared by the customer, where a drop of water coming from inside the chemolock is observed and a computed tomography (CT) scan from inside the set shows anomalies in the spike. No additional damage or anomalies are observed. One (1) used. List #kl-bs001u3, chemosafelock bag spike was returned for evaluation. As received no physical damage or anomalies were visible observed. No mating device was returned for evaluation. The sample was primed with a chemosafe lock and standalone, only with the chemosafe lock a leak was confirmed. The returned set was cut, and a deformed spike was observed. Complaints of leakage can be confirmed. The probable cause is a deformation on the spike happening due to a conveyer damage during the molding process.

Event description:
It was reported that the chemosafelock bag spike had a leak issue. It was stated "leakage". The event occurred after use. The sample is not contaminated with blood or body fluid. There was no reported impact of event on patient. There was no reported impact on medical institution worker. There was unknown involvement but no patient harm.

Manufacturer narrative:
The device is reported to be available for evaluation, however it has not yet been received.